Event description:
It was reported that during endoscopic procedure, the fiber was used for 25 minutes. After the procedure, before being discharged, the patient experienced pain. The patient had initial follow up 109 days post procedure. Subsequent follow up visits did not occur for this patient. There was no relationship between the adverse event and the device itself.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 41-50 years.